Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, an evaluation of the device, a review of the device history record (DHR), and a review of the instructions for use (IFU) was conducted. An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the user report and replaced the lid. The equipment was repaired and verified according to the original equipment manufacturer's instructions. The DHR review did not identify any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A possible cause includes the user impacting the lid with a scope or another hard object. The following statements in the IFU may help the user detect the reported cracked lid: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. -the lid is not cracked, broken, or otherwise damaged." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer will be dispatched to service the device. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported a crack was found on the top of the endoscope reprocessor lid during reprocessing. The customer further reported the total cycle count was 861. The customer reported there were no deaths, injuries, or infections due to this event.